Event description:
It was reported that a patient had a pump replacement surgery (B)(6) 2014, but about a month after the surgery bruising was noted at the pocket and extending to the groin, and during evacuation of the hematoma a ¿possible infection¿ was observed in the pump pocket that was later confirmed by culture of the pocket tissue and mesh pouch. The system was completely explanted on the day of this report (pump, pouch, and catheter), and would be replaced at a later date. The explanted devices were discarded by the customer. The patient¿s status was alive-with injury. The patient was currently being treated for infection, and it was noted that the wound edges were not closed at the time of removal and there was slight drainage. The patient had renal dysfunction. The patient was hospitalized and admitted to the intensive care unit (ICU). The healthcare professional noted that the patient stopped taking ¿xaralto¿ (xarelto) 2 days preoperatively as recommended but the ¿patient bled anyway.¿ the cause of the hematoma was reportedly the xarelto. Perioperative antibiotics were administered (intravenous and oral) and the infection was resolved. The patient had no drug withdrawal and the patient did not have meningitis. The hcp noted that prior to device implantation that patient was in a debilitated state. The last refill date was unknown, but the last pump telemetry was performed (B)(6) 2014. The pump was used to infuse baclofen (compounded). No intervention or outcome was reported; further follow up was requested but not yet received. If additional information is receive d, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8590-1, lot# n488706, implanted: (B)(6) 2014, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).